Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative on 2018-nov-28. It was reported that it was unknown if the patient experienced symptoms related to the motor stall. The cause of the multiple motor stalls was unknown.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer representative (rep) indicated the physician explanted the pump. The office provided the pump to send back for analysis. The physician replaced the pump with a flowonix/non-medtronic pump. No further compilations were reported.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare professional (hcp) via manufacturer representative regarding a patient who was receiving baclofen at an unknown concentration and dose via intrathecal drug delivery pump. It was reported that the pump was beeping after just being replaced. The rep was waiting to hear back from the doctor's office to see how the doctor would like to proceed. It was unknown whether the issue was resolved. The pump was no longer beeping. There were no environmental/external/patient factors that may have led or contributed to the issue. The cause of the beeping was unknown. It was unknown whether surgical intervention occurred. The patient status was unknown. There were no reported symptoms. No further complications were reported. Additional information was received from a healthcare professional (hcp). It was reported that there was a motor stall seen at the initial interrogation of the pump. The patient did not recently have a MRI. The hcp reported that the patient's pump was alarming and they were not able to use the personal therapy manager (ptm). The logs were checked and showed multiple motor stalls and recoveries. The first noted stall was on (B)(6) 2018, at 03:31 with a recovery time of 03:36, (B)(6) 2018, at 17:36 and recovered at 17:41, (B)(6) 2018, 04:05 and recovered at 04:10, (B)(6) 2018, 03:42 and recovered at 03:55, (B)(6) 2018, 04:09 and recovered at 04:14, and (B)(6)2018 at 04:50 and recovered at 04:55. The patient reported that they read their kindle every morning. The patient was receiving 700mcg/ml clonidine at 476.54mcg/day, 1100mcg/ml baclofen at 748.9mcg/day, and 5mg/ml midazolam at 3.4039mg/day via an implantable infusion pump for non-malignant pain and post lumbar laminectomy syndrome. No symptoms were reported. No further complications were anticipated/reported.

Manufacturer narrative:
The returned device was subjected to a series of standard tests that include but is not limited to visual inspection, alarm output, motor function, and dispense testing. If information is provided in the future, a supplemental report will be issued.